Event description:
It was reported that this right ventricular (rv) lead had a lead safety switch due to a single high out-of-range pacing impedance spike, over 2000 ohms on the impedance trend. Reportedly, noise signals were only seen in unipolar sensing, and were not seen or reproduced after switching to bipolar sensing and performing isometrics. Technical services reviewed the case and indicated this is likely an issue with the spring contact connection of the rv lead to the implantable pulse generator (pacemaker), and suggested programming unipolar pace with bipolar sense. This rv lead remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)